Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm. Model#: sc-2317-50, serial#: (B)(4), description: infinion cx 50 cm lead. Model#: sc-1132, serial#: (B)(4), description:precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing dizziness and light headedness when stimulation was turned on. The cause of patient's dizziness was unknown. Database analysis revealed no anomalies and the device appeared to be working as expected. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (sn:(B)(4)) device evaluation indicated that the device passed all tests performed. Sc-2218-70 (sn:(B)(4)) visual inspection revealed that the lead was cleanly cut at 64 cm from the tip of proximal end. X-ray inspections found no cable breakage and no cables are exposed. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Additionally the distal end is missing. Damage to the device is a result of a typical explant procedure and it is not considered a failure. Sc-2218-70 (sn:(B)(4)) the visual and x-ray inspection of the lead revealed fractured cables corresponding to electrodes # 1,3,5,6 & 7 the fractured/cut location is approximately at 7cm from tip of distal end and cables are exposed. Damage to the device is a result of a typical explant procedure and it is not considered a failure. Sc-2317-50 (sn:(B)(4)) as the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform device analyses. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient was experiencing dizziness and light headedness when stimulation was turned on. The cause of patient's dizziness was unknown. Database analysis revealed no anomalies and the device appeared to be working as expected. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (sn:(B)(4)) device evaluation indicated that the device passed all tests performed. Sc-2218-70 (sn:(B)(4)) visual inspection revealed that the lead was cleanly cut at 64 cm from the tip of proximal end. X-ray inspections found no cable breakage and no cables are exposed. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Additionally the distal end is missing. Damage to the device is a result of a typical explant procedure and it is not considered a failure. Sc-2218-70 (sn:(B)(4)) the visual and x-ray inspection of the lead revealed fractured cables corresponding to electrodes # 1,3,5,6 & 7 the fractured/cut location is approximately at 7cm from tip of distal end and cables are exposed. Damage to the device is a result of a typical explant procedure and it is not considered a failure. Sc-2317-50 (sn: (B)(4)) as the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform device analyses. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing dizziness and light headedness when stimulation was turned on. The cause of patient's dizziness was unknown. Database analysis revealed no anomalies and the device appeared to be working as expected. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing dizziness and light headedness when stimulation was turned on. The cause of patient's dizziness was unknown. Database analysis revealed no anomalies and the device appeared to be working as expected. The patient underwent an explant procedure. No device malfunction was suspected.